Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. On an unknown date, the patient was hospitalized for the event. The patient was treated with injection of fortum (1 gm daily, route and duration not reported) and injection of vancomycin (1 gm every fifth day, route and duration not reported) for the event. Dianeal therapy was ongoing. At the time of this report, the patient outcome was unknown. No additional information is available.